Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending (lad) artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a guidewire. During the procedure, the physician experienced resistance while advancing the catrx in the coronary artery; however, the physician continued to advance the catrx. Subsequently, the proximal end of the catrx kinked; therefore, the catrx was removed. The procedure was completed using a new catrx, the same guide catheter, and the same guidewire. There was no report of an adverse effect to the patient.